Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, over-sensing noise was noted on the right ventricular (rv) lead. No intervention has been performed, and the patient is currently being monitored. The patient was stable following this event with no adverse health consequences.